Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports a decrease in sound perception. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reports a decrease in sound perception. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user reports a decrease in sound perception. The user has been reimplanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field several channels showed hi status likely due to physiological changes inside the cochlea. Reportedly during explantation fibrosis was found inside the cochlea, which likely contributed to the observed issue. This is a final report.